Manufacturer narrative:
(B)(4). Date sent: 6/12/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. E1: unk reporter. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: an internal rapid response call was held and the call included post market surveillance, customer quality, regional sales, design engineering and marketing. The problem was with the reload and not the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bypass procedure, improperly formed staples. The staples are being deployed but do not make contact with the anvil, resulting in multiple cases where the staple lines contain gaps. This has required additional reinforcement or overlapping stapling during several bypasses. The stapler itself functions well and is thoroughly cleaned between uses. Importantly, this issue has also occurred on the very first firing, ruling out the possibility of a leftover staple from a previous use. The procedure was delayed by 10 minutes. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2025. D4: batch #979a54. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ecr60b reload was received with no apparent damage, with an opened package, and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review- a manufacturing record evaluation was performed for the finished device batch number 979a54, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 07/09/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.